Event description:
It was reported that during a percutaneous transluminal coronary angioplasty and rotational atherectomy procedure, a dissection occurred. The patient was declined for av fistula placement due to an abnormal stress test. The severely stenosed lesion was located in the calcified proximal left anterior descending artery (lad). Following engagement of the artery ostium with a 6fr guide catheter and crossing of the lesion with a non bsc guide wire, the physician attempted unsuccessfully to advance a non bsc ivus catheter across the stenosis. The physician then attempted to predilate with a 2.25 x 10mm flextome otw cutting balloon without success crossing the stenosis. A non bsc 2.25 x 15mm balloon successfully crossed the stenosis, and was inflated 3 times to 12 atms for 10 seconds each inflation; however, this resulted in incomplete balloon expansion. The ivus catheter was attempted to cross the stenosis again unsuccessfully. The physician then exchanged to the floppy rotawire, and attempted to cross the stenosis with a 1.5mm rotalink burr unsuccessfully. The physician then exchanged for a 1.25mm burr, however encountered difficulty again crossing the stenosis. At this time the patient started experiencing chest pain and dyspnea. The 1.25mm rotalink burr was removed, and subsequent angiography showed an acute occlusion of the lad with a filling defect in the distal left main at the lad-cx bifurcation. The physician attempted to advance an unspecified balloon across the floppy rotawire but could not cross the ostium of the lad. The patient then became hypotensive and was started on dopamine. A 3.5 x 15mm maverick balloon was inflated which increased timi flow from 2 to 3 in the cx. A persistent filling defect was noted in the distal left main at the bifurcation. Two balloons were unable to cross the lad occlusion. The patient went into ventricular fibrillation and two shocks were applied as well as amiodarone IV was administered resulting in successful resuscitation. The patient also received one minute of CPR. A non bsc ventricular assist device was then inserted across the aortic valve, and the patient¿s hemodynamics were stabilized. The patient was taken for CABG. Following surgery, patient's status was reported as ¿ok¿ and no further complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).